Event description:
It was reported that the patient was not happy with his implant due to receiving very little or no measurable benefit.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.